Manufacturer narrative:
Continuation of medical products: 6949 lead, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was explanted and replaced due to gradual, sudden threshold rise, high thresholds and fluctuating thresholds. No patient complications have been reported as a result of this event. The patient is a participant in the product surveillance registry clinical study.